Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after a pipeline placement the ped, during pta with a balloon, over-inflation of the balloon resulted in bleeding from the mca. Subsequently, the mca was embolized with coils to achieve hemostasis. A patient death was reported (this is not a health hazard caused by pipeline). The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left c7 ica aneurysm with a saccular morphology. Size of aneurysm: maximum diameter was around 8 mm and neck diameter was around 5 mm. Blood vessel diameter in the landing zone: distal side 3.0 mm and proximal side 4.5 mm. The patient¿s vessel tortuosity was ordinary. Dapt was performed (pru level was unknown). Postoperative findings related to blood flow imaging: no particular problems after pipeline placement. No product defect/malfunction was noted. On the day of the procedure, exit was made after placing the ped. Subsequently, a report was received from the distributor indicating that the mca was embolized with coils, completing the procedure. Since the pipeline (and its placement) was not the direct cause of this incident. It was noted that the cause of death was probably due to bleeding from the mca but not confirmed it, so the direct cause is unknown. A deployment defect was not observed. This is a pta intended to be crimped to the parent blood vessel. No resistances or abnormalities during delivery of the pipeline were noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient passed away on (B)(6) 2025. The patient passed away at (B)(6) hospital, located in (B)(6). The concomitant balloon used in pat was the 7-7 of the shouryu hr.

Event description:
Additional information was received reporting that a balloon (non-medtronic) used with the pipeline was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.